Manufacturer narrative:
An additional device history record (DHR) review was conducted and the product met quality requirements for product acceptance. No further changes to be made to the file at this time.

Manufacturer narrative:
The evaluation codes have been included. Upon deployment of the vena cava filter, it was reported that it only partially expanded. It was verified under fluoroscopy that the filter was not in a side vessel. The filter migrated to the tri-cuspid valve; however, it did not enter the right ventricle. The filter was snared and removed from the patient without patient injury. The product was stored per the instructions for use. There was no damage noted with the packaging or the device prior to use. Lesion characteristics were unknown. A non sterile filter from a trapease vena cava filter (vcf) was received inside a bag. Half of the filter was not expanded due to an unknown tissue compressing the filter. The filter was reviewed under microscope at 25x magnification and it was noted one of the barbs was stuck in the unknown tissue. The filter part that was not expanded presented with residues of dried blood. An attempt to remove the unknown tissue was done to send the sample for ftir analysis. After the tissue was removed for evaluation, the filter could be expanded completely. A ftir analysis was completed and it was concluded the foreign material was of human nature, and probably came from the patient. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional DHR review revealed the individual lot folders were reviewed for any non-conformances related to the reported complaint. No non-conformances related to the reported defect were found. The lots involved in this complaint met all purchasing, manufacturing, and quality control specifications when shipped. No further action, including corrective action will be taken at this time. The failure for the filter not expanding that was reported by the customer was confirmed. The cause of the failure could be caused by the human tissue which was compressing the filter; however, the exact cause of the failure could not be determinate. Controls are in place to detect any anomaly in the filter before leaving the facility. Neither the product analysis nor the DHR review and supplier report suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. Multiple attempts have been made to gather additional information. However, no additional information regarding the patient, lesion or procedural characteristics regarding this event has been provided. The physician refused to provide the procedural films and would not provide contact information so that he could be contacted directly. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device and is not related to a product quality issue.

Event description:
Upon deployment, the filter would not expand and remained in contracted state. The trapease filter was snared and removed from the patient without patient injury. The product was stored pet the instructions for use. There was no damage noted with the packaging or the device prior to use. It was verified under fluoroscopy that the filter was not in a side vessel. The filter migrated to the tri-cuspid valve. It did not enter the right ventricle. Only part of the filter under expanded. Lesion characteristics were unknown. The reference vessel was non-tortuous.

Manufacturer narrative:
The product has been returned for evaluation, but the analysis is not yet complete.concomitant devices were unknown.a review of the manufacturing documentation associated with lot was performed and it was found that no units were rejected during the final assembly of this lot. Additional information will be submitted within 30 days from receipt.